Event description:
It was reported that while in the box, the device could not be interrogated prior to implant. Interrogation with another programmer was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no communication was confirmed in the laboratory. The device was able to establish successful communication with the programming using inductive telemetry, however, was unable to establish communication using rf telemetry. The device was tested on the bench and an rf module anomaly was observed.